Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment cap was unable to be removed from the returned pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/13/2017 with the following findings: two battery compartment cracks were observed. A battery cap was not returned; a test cap was able to secure properly to the pump. Unrelated to the complaint, the display was found to be dim and discolored. The bolus button cover was damaged; the button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.